Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The arteriotomy locator and hemostasis sheath were returned along with the carrier tube assembly and tamper tube. No other components were returned for evaluation. Visual inspection revealed that the carrier tube assembly and sheath were returned mated. There was no sign of damage or deformation observed on the any of the components. The device sleeve was in full rear lock position with the color bands exposed. The end of the suture appeared to be cut with a sharp object. No other visual anomalies were noted. The device is consistent with proper deployment. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was deployed. After tamping down the collagen with the green tamp tube and cutting above the black marker, the patient continued to bleed. They had to hold manual pressure to stop the bleeding. The procedure was not affected, just the closure. There were no other devices or equipment used for the reported product. Additional information was received on 25may2021. The procedure performed was a heart catheterization using a 6fr procedural sheath. The patient was stable and there was no harm.